Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was displaying "battery charger problem." The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery charger's battery board was contaminated, which caused the battery charger problem. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.